Manufacturer narrative:
On (B)(6) 2018 - the consumer accepted a replacement product. Therefore an investigation will not be completed.

Event description:
On (B)(6) 2018 - the consumer claim was using the product in the chin area for a toothache and began to doze off. Awoke to smell of smoke and unplugged the heating pad. Threw it outside due to strong smell. There was no damage to property and no personal injury. She would like the heating pad replaced.